Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found the plunger in position # 3 and 10 were faulty. The plunger clamps were replaced. The fe tested the summit lld with splld and (B)(4) software. All test passed without error. Repairs have returned this instrument to expected operation

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).